Manufacturer narrative:
H10: additional information received by the manufacturer. It has been identified that this event should be re-evaluated for MDR reporting. The new information states that issue does not compromise sterility, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed

Event description:
It was reported that, the film of a renasys f small w/soft port was loos on both sides when taken out of packaging exactly where the film is folded to fit in the smaller package. The procedure was resumed, without any delay and using the same device. As this happened in a non-surgical environment, there was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).